Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that were below 55 mg/dl; cause was due to the customer being sensitive to insulin and was working with the healthcare provider to adjust settings. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.